Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an uda number of model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported pledgets falling apart upon removal. Consumer manually removed the remaining pieces. Consumer did not seek medical attention.